Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 11feb2021

Event description:
It was reported to philips that while the device was in use on a patient, the device annunciated an alarm. A nurse found that with the screen as a whole being black, only a red color of "high inspiratory pressure" alarm was illuminating and ventilation continued. The device was in use on a patient at the time of the event. After the device alarmed, the nurse powered off the device once and then rebooted it. At that time, the nurse did not see any particular anomaly therefore, the device continued to be used until the morning. The patient only used non invasive positive pressure ventilation (nppv) at night. There was no report of patient or user harm. The philips service technician evaluated the ventilator log and confirmed that the log revealed that "high inspiratory pressure" alarm occurred along with the reboot that was performed by the nurse.

Manufacturer narrative:
G4:25feb2021. B4:07mar2021. H11:g5:k102985. H10: the philips service technician evaluated the ventilator log and confirmed that the log revealed that "high inspiratory pressure" alarm occurred along with "pressure regulation high" error and the reboot that was performed by the nurse. The service technician found no anomaly in the device, and determined that repair was unnecessary. No other issue was observed and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.